Event description:
Technical services received a call on 01/24/2013 from sales rep. Patient was having a hard time breathing and seeing a hgher impedance now on the a lead. A impedance at implant in (B)(6) 2012 was 500 ohms, it ws 601 post implant, now it is 1153 ohms. Patient has a slow escape rate so doing an a capture test is a bit harder, ts had her check impedance in uni, got 621 ohms in uni, not sure on the a capture but thinks it is higher and will! Hook the patient up today and check. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).